Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The device was returned due to inadequate relief which resulted from the lead migration. The ipg revealed no anomalies. There was a piece of a lead in the header b. The setscrew in the header revealed no anomalies; however, the lead piece could not be pulled out due to overly flattened retention sleeve by the setscrew.

Event description:
A report was received that during a revision procedure, the physician was unable to unscrew a port on the patient¿s ipg. The physician felt like the setscrew and header was stripped and was unable to loosen the screw. The ipg was explanted and replaced. The patient was reportedly doing well postoperatively.

Event description:
A report was received that during a revision procedure, the physician was unable to unscrew a port on the patient¿s ipg. The physician felt like the setscrew and header was stripped and was unable to loosen the screw. The ipg was explanted and replaced. The patient was reportedly doing well postoperatively.